Event description:
Healthcare professional reported, "patient has rupture of the right prothesis". Device remains implanted.

Manufacturer narrative:
E1: phone number: (B)(6). E.1: postal code: (B)(6). Healthcare professional reported, "patient has rupture of the right prothesis". Device remains implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative later reported "pain and discomfort and also inflammation" and mentions the recall. The event of " joint pain" is not device related. Device remains implanted.